Event description:
It was reported that the pump battery was depleting quickly after receiving a low power alert. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.